Event description:
The customer reported to olympus, the bronchofibervideoscope bending section cover was wrinkled. The issue was found during preparation for use for an unspecified diagnostic procedure. The device was returned for evaluation. During testing and inspection of the device, the following reportable malfunction was found: forceps channel port and bending section cover was loose. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: charged couple device unit was broken, causing blurred vision; control unit had corrosion due to water leakage; and water leakage corrosion on scope connector, electrical connector, and ultrasonic connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of why the forceps channel port was loose could not be determined. Olympus will continue to monitor field performance for this device.